Event description:
Discordant results for b-type natriuretic peptide (bnp) and vitamin d were obtained on an advia centaur instrument. The samples were rerun on another instrument. There are no known reports of patient intervention or adverse health consequences due to the discordant bnp and vitamin d results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause for the discordant bnp and vitamin d results was operator error. The base bottle was incorrectly placed in the wash 1 location. The fse decontaminated the system and ran quality control. The instrument is performing within specifications. Further evaluation of the device is not required.